Event description:
The customer reported via phone call that they experienced low blood glucose level and also insulin pump was over delivering. The customer¿s blood glucose value was 42 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated low blood glucose value with glucose tablets. The auto mode feature was not active at the time of event. Customer stated insulin dripping from end of set before connecting at their site. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging possible insulin pump was over delivery because customer was not confident with the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On 09-dec-2021, the customer alleged was for low bg due to over delivery anomaly and prime/fill anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked keypad overlay, cracked case and cracked case (battery tube) during the visual inspection. Thump and carelink was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0869. No unexpected prime/fill anomaly and under delivery anomalies noted during test. No alarms noted on event date during prime/filling in alarm history screen. Bolus wizard was used on the pump to deliver a bolus at 12/09/2021 10:27:39.000, 12/09/2021 12:37:33.000 and 12/09/2021 18:49:37.000 found in download history. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Unable to verify customer alleged for low bg or possible over delivery anomaly. No prime/fill anomalies noted during testing or listed in pump alarm history. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.